Event description:
It was reported there was noise with the slave and EKG cables. A loose connection was questioned. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed a loose ECG connector.